Event description:
The customer reported, that the cic rebooted. No death or serious injury occurred. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.